Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the lead was explanted and replaced due to noise. The pacemaker-dependent patient was asymptomatic. There were no other electrical anomalies. The patient was stable before, during, and after the event.